Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system ace 68 reperfusion catheter (ace68). During the procedure, the physician encountered resistance while advancing the ace68 through the rotating hemostatis valve (rhv). Therefore, the ace68 was removed. The procedure was completed using another ace68 and the same rhv. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the returned ace68 was ovalized on its distal shaft approximately 105.0 cm ¿ 114.0 cm from the hub. The distal tip was ovalized approximately 132.0 cm from the hub. Conclusions: evaluation of the returned ace68 revealed ovalizations on the distal shaft. If the device is forcefully pinched or gripped or otherwise mishandled during the procedure, damage such as this may occur. During functional testing, resistance was experienced while advancing the returned ace68 through a demonstration rhv and a demonstration neuron max due to the distal ovalization and the ace68 could not advance beyond the hub of the neuron max. The ovalization likely contributed to the resistance experienced during the procedure and the functional test. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.